Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Patient reported signal loss over 1 hour pt reported signal loss for more than an hour once in every week, but signal is returned eventually. Pt stated that she doesn't need a new tx replacement since she received her new refill kit from her distributor, so she will be changing her current tx with a new one once her sensor session is over.